Manufacturer narrative:
D10: device available for evaluation: additional information g4. Date MFR rec, additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex w / shield was returned for analysis. As received, the pushwire was found bent from the proximal end. The pushwire was found broken from the proximal end and retained by the outer jacket. The broken end was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) testing. The hypotube appeared to be intact and with no stretching and the ptfe shrink tubing was found stretched / flattened at the break location on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The braid was found frayed/damaged on both ends. One end of the braid fully opened while the other end was tapered and did not fully open based on the analysis findings, the report of ¿failure / incomplete open distal (flex)¿ was confirmed as one end of the returned braid was found tapered. Based on the sem results, dimple features consistent with overload failure mechanism are visible on the fracture. Evidence of wire bending and / or twisting is visible. Possible causes of this failure are: patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, and inappropriate anatomy. However, from the damages seen on the pipeline flex w / shield braid (frayed / tapering) and pusher (break / bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex w / shield through the catheter against the reported resistance. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline 5-35 experienced resistance during delivery and failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured, right ica aneurysm with a max diameter of 14mm and 8mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the flexor sheath was placed, then the navien was delivered to the ica, and finally the phenom 27 was delivered distal to the aneurysm using the synchro 104 wire. When the pipeline was delivered, there was moderate resistance. During delivery the pushwire bent softly. They were able to reach the tip of the microcatheter, but when the healthcare provider (hcp) tried to open the pipeline by pulling back the microcatheter, it didn't open. The pipeline was resheathed, and but the second and third attempt failed to open as well. More than 50% of the pipeline had been deployed when it failed to open. The devices were removed from the patient and new products were used to complete the procedure with no issue. Ancillary devices include a 6f flexor long sheath, navien dac, phenom 27, synchro 014 wire.